Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a missing sensor wire after removing the wearable. She called her doctor on (B)(6) 2025, she went to the doctor to have the sensor wire checked. The doctor tried to find the sensor wire using tweezers but was unsuccessful. The patient was given an antibiotic. When she went back to the doctor the next day (B)(6) 2025, she had an x-ray but the results were not available. At the time of the report, the patient was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.